Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure erroneous results, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found having eight occurrences of erroneous results. The following has been provided by the initial reporter: it was reported that there were erroneous results. She mentioned that she has experienced unexpected or unexplained clinical results with the sst tubes (gold top). An example is an elevation in potassium levels with the gold top sst tube. She mentioned that it was reported to bd in the past and the resolution was to switch to a plasma tube. However, due to the shortage in plasma tubes, they can only use the sst tubes. Customer explained that is a very random occurrence with op offices, but has been going on for years. There was a patient recently drawn that had a high k+ and repeated normal with a plasma tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found having eight occurrences of erroneous results. The following has been provided by the initial reporter: it was reported that there were erroneous results. She mentioned that she has experienced unexpected or unexplained clinical results with the sst tubes (gold top). An example is an elevation in potassium levels with the gold top sst tube. She mentioned that it was reported to bd in the past and the resolution was to switch to a plasma tube. However, due to the shortage in plasma tubes, they can only use the sst tubes. Customer explained that is a very random occurrence with op offices, but has been going on for years. There was a patient recently drawn that had a high k+ and repeated normal with a plasma tube.